Event description:
It was reported the endoscope reprocessor flow of water supply in the reprocessing basin is weaker than before. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the flow of the water supply in the reprocessing basin is weaker than before. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. According to the investigation result, we presumed that the user did not read IFU carefully and therefore did not purge or insufficiently purged air after replacement of water filter, causing the suggested event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): user can detect/prevent the suggested event in accordance with the following IFU. Chapter 7 routine maintenance. 7.2 replacing the water filter (maj-824 or maj-2318); caution: if air gets in the water filter housing, it may extend the process time. In case of an irregularity such as extension of the process time or lack of water supply, drain the air as described in ¿draining air in the water filter housing¿ draining air in the water filter housing. Caution: be sure to drain air from the newly attached water filter. If air gets in the water filter housing, the process time may be extended. Air should also be drained from the water filter housing whenever there is an irregularity such as extension of the process time. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.